Event description:
One gm of vancomycin ordered and started via avi infusion pump. It was to infuse over 1 hr infusion pump. It was to infuse over 1 hr for a total of 150cc. Approx 15 mins into infusing, the patient went into distress (pale and unresponsive). A 911 call looked up at IV bag and noted that vanco bag was empty. Pump read 47cc infused. Pt was given 300 ns placed in oxygen with good response, alert with even respiration had nausea, vomiting. Approx 5 minutes later, pt again became unresponsive with snoring respirations pulse weak, 911 responded at this point. Pt went in ventricular fib. CPR performed. Pt pronounced at hospital.